Manufacturer narrative:
An event of valve leaflets opening and closing poorly after implant procedure was reported. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when tested upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent aortic mechanical heart valve was implanted. During device preparation, the valve leaflets were not tested. During implant, the leaflets were tested with drainage tubes. No implant complications were reported. In the middle of the night, the valve failed to open and close well and was subsequently explanted. Upon explant, the leaflets were tested and they were moving normally. A new 21mm regent aortic mechanical heart valve was implanted. The patient was on warfarin and the latest international normalized ratio (inr) was 1.8. The patient was reported to be in good condition.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent aortic mechanical heart valve was implanted. During device preparation, the valve leaflets were not tested. During implant, the leaflets were tested with drainage tubes. No implant complications were reported. In the middle of the night, the valve failed to open and close well and was subsequently explanted. Upon explant, the leaflets were tested and they were moving normally. A new 21mm regent aortic mechanical heart valve was implanted. The patient was on warfarin and the latest international normalized ratio (inr) was 1.8. The patient was reported to be in good condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.